Manufacturer narrative:
The device was received deployed with the soft cannula not visible at the needle well. Upon opening the device, found a portion of the exposed cannula was missing and the total length of the soft cannula was short and out of spec. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at pulse 4075 with and 0x18 alarm code. The reservoir was confirmed empty. The needle mechanism was reset and fired properly during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.